Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no pt involvement. (B)(4).